Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('women in our group have had devices migrate and perforate other organs'), device dislocation ('women in our group have had devices migrate and perforate other organs') and pregnancy with contraceptive device ('over 800 women in our group have become pregnant with essure in place') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant) and were found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the perforation, device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered device dislocation, perforation and pregnancy with contraceptive device to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : device dislocation, perforation, pregnancy with contraceptive device,device ineffective. Amendment: the report was amended for the following reason: pregnancy information updated. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('women in our group have had devices migrate and perforate other organs'), device dislocation ('women in our group have had devices migrate and perforate other organs') and pregnancy with contraceptive device ('over 800 women in our group have become pregnant with essure in place') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant) and were found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the perforation, device dislocation and pregnancy with contraceptive device outcome was unknown. The reporter considered device dislocation, perforation and pregnancy with contraceptive device to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: device dislocation, perforation, pregnancy with contraceptive device, device ineffective. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('women in our group have had devices migrate and perforate other organs') and device dislocation ('women in our group have had devices migrate and perforate other organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced perforation (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant) and were found to have a pregnancy with contraceptive device ("over 800 women in our group have become pregnant with essure in place"). At the time of the report, the perforation, device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered device dislocation, perforation and pregnancy with contraceptive device to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in social media : device dislocation, perforation, pregnancy with contraceptive device,device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.